Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the ls offset high at 1.7 for differential, and 0.7 for reticulocyte. The fse replaced the flow cell and sample lines to resolve this issue. The fse verified and validated the system. (B)(4).

Event description:
Customer reported an error condition of diff ls offset errors during the startup procedure when using the coulter lh 780 hematology analyzer. The instrument failed the startup procedure. The customer performed multiple flow cell flush procedures, and did not resolve the issue. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.